Manufacturer narrative:
Upon disassembly, the service technician found lack of lubrication.

Event description:
It was reported that during testing during a procedure at the user facility the device was producing metal particles. The procedure was completed without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported that during testing during a procedure at the user facility the device was producing metal particles. The procedure was completed without a clinically significant delay; no medical intervention or adverse consequences were reported.